Event description:
It was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.